Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) wanted to get their device fine tuned because it had not been hitting the right spot. Pt noticed this a while ago and had not used therapy that much. Pt's healthcare provider (hcp) wanted them to start using therapy more. Pt had an appointment with hcp on the 30th at 11:45am and would like to meet with a manufacturing representative (rep) for reprogramming. The process of contacting the rep was reviewed. The pt was redirected to their hcp. Issue was not resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) wanted to get their device fine tuned because it had not been hitting the right spot. Pt noticed this a while ago and had not used therapy that much. Pt's healthcare provider (hcp) wanted them to start using therapy more. Pt had an appointment with hcp on the 30th at 11:45am and would like to meet with a manufacturing representative (rep) for reprogramming. The process of contacting the rep was reviewed. The pt was redirected to their hcp. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.